Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly the customer was using cold insulin. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin.